Event description:
Healthcare professional reported unknown side ¿pain¿, ¿concerns about breast implant-associated anaplastic large cell lymphoma¿, ¿bi breakage¿, ¿contracture baker grade unknown¿, and ¿late-onset infection¿. Health care professional also reported ¿thoracic indentation¿, which is not device related. The device status is unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, pain and infection (late -onset).